Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 439 mg/dl, 92 mg/dl, and 124 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer reported dosing with insulin after receiving these results, and then reported feel dizzy and weak. However, there was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Customer returned freestyle freedom blood glucose monitor (B)(4). The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The blood glucose results as reported by the customer were identified in the meter internal log.